Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella rp flex for mechanical circulatory support. The impella rp flex was placed in addition to the impella cp for bipella support. The impella rp flex had a drop in flows on day four and was explanted. The patient was stable post explant.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Data review: data logs confirmed low pump flow when pump started and remained to the rest of the case. Log also showed motor current (mc) spiked during the case. Based on clinical description and data review, the cause of low flow was most likely biomaterial ingestion since the data meets the biomaterial pattern cause. Device history review: the device passed all post sterile inspection checks.